Event description:
Pump declared alarm 20 while in use for pumping, prompting a report. Blood glucose levels were not adversely impacted, remaining below 500 mg/dl (27.7 mmol/l). Customer attempted but was unable to resume insulin therapy with the problematic pump, even after loading a new cartridge with assistance. As a resolution, the customer service team decided to replace the pump. Meanwhile, customer opted for multiple daily injections as backup therapy and prepared the pump for return in accordance with instructions.